Manufacturer narrative:
The iesu triggered error c33 during iesu cautery activation. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer (OEM). The probable root cause of this issue is attributed to a defective erbe iesu due to voltage related errors. This issue can be resolved by using a back-up generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) about c-34 errors on the vio integrated electrosurgical unit (iesu). The customer was not able to use bipolar energy and would get error c-34 when applying energy. The customer informed the tse they restarted the iesu/erbe generator, replaced the instrument and replaced the power cables with no change. There was no reported injury. Intuitive followed up and confirmed that there were no additional ports and no increase in port size. The procedure was not converted. Surgeon was not anticipating possibility of converting/aborting due to patient anatomy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.